Event description:
It was reported that during a gastric bypass, the device at the first firing, the staple formed, but device did not cut. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis results found that the 6tb45 instrument was returned in good visual condition and with a reload present. The reload was received partially fired and with the lockout spring normal. The firing mechanism was noted to be damaged. No functional test could be performed with the device. The instrument was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken, no functional test was performed. It should be noted that a 100% inspection takes place during mfg to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B) (4). The batch record was reviewed and no anomalies were noted during the mfg process.